Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was showing service code 205 and would not power up. The cause of the monitor not powering up has been isolated to an intermittent connection at pin 25 of the flash memory. The root cause of the intermittent connection could not be positively identified, but the damage is likely the result of the monitor impacting on a hard surface. No adverse event occurred due to the flash memory failure. The last pt to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) showed a service code 205 (av messaging data corrupt) and would not power up. The last pt to use this monitor did not report any deficiencies.